Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The gas module was installed in a reference system for simulated-use testing. The gas module passed all tests and while in ventilation mode, all functions were found to be working according to specification. The failure was confirmed in the received device logs; the pressure transducer and flow transducer sub-tests had failed during the pre-use checks tests. The failure in the pre-use checks tests indicates at problem with the gas module. According to the received information, the changing/replacement of the oxygen gas module solved the problem and the ventilator has been working with no deviations/errors reported since the repair. If this failure were to happen during ongoing ventilation, it may affect the flow delivered to the patient. The reported problem was not able to be reproduced, therefore the cause could not be determined in this investigation. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2015.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that our field service engineer found a defective oxygen gas module. There was no patient involvement. Manufacturer reference # : (B)(4).